Manufacturer narrative:
Concomitant medical products: ges were given without incident on (B)(6) 2016. (B)(4).

Event description:
It was reported the in the ICU, the catheter was easily inserted into patient's left brachial vein on (B)(6) 2016. Antibiotics and n/saline flushes using 10 ml syringes were given without incident on (B)(6) 2016. On (B)(6) 2016 a leak was detected near the blue bifurcation. The leak was visible on flushing the white lumen. Due to the breach in integrity of the line, the PICC was replaced by guidewire exchange on the same day, (B)(6) 2016. Minor discomfort to patient was reported during the PICC exchange, however, there was no reported injury as a result of this event. An additional x-ray was taken to confirm placement of replacement PICC. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Concomitant medical products: ges were given without incident on (B)(6) 2016. Qn#(B)(4). Device evaluation: the report that the catheter leaked was confirmed. Returned was a 2-lumen catheter marked 16ga x 50 cm on the juncture hub. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. The distal lumen did not leak. As pressure was increased from zero on the proximal lumen, a small leak was observed in the catheter body approximately one mm from the juncture hub. The leak emanated from a pinhole in the catheter body. The leak site did not appear to be caused by contact with a scalpel or a needle. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. Further investigation into this complaint issue has been initiated.